Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the device log shows the device provided warning to the user that they were using a depleted battery. The battery was not returned for evaluation. The device passed all functional testing including bench handling and defib cycling without duplicating the customer's report. The device was recertified and returned to the customer. The x series advanced operator's guide (pn: 9650-005355-01) (rev: d) instructs the user on what to do if a low battery message is seen. It states, "if the low battery icon appears, plug the x series advanced unit into a power source or install a fully charged battery pack. When the warning low battery shutdown prompt appears, immediately replace the battery pack with a fully charged pack or plug the x series advanced unit into a power source, as unit shut down due to a low battery condition is imminent." Additionally, calibration is also a crucial for the life of a battery as it plays a role in ensuring the battery reports an accurate charge level to the device. The x series advanced operator's guide informs the user, "for best performance of the battery, you should recalibrate the battery as soon as possible." It is noteworthy to mentioned the battery log communicated a calibrate battery message when the device was power on during this event. No trend has been identified based on similar reports.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to charge to set energy. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.